Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges he has to take mask off sometimes during night due to difficulty breathing, headache wakes up with shortness of breath that lasts all day, fatigue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 04/15/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges he has to take mask off sometimes during night due to difficulty breathing, headache wakes up with shortness of breath that lasts all day, fatigue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the first attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Box h was updated in this report.

Manufacturer narrative:
Additional information was received on 20-august 2025, serial number and material number was updated. Section d4- material number, catalog number and serial number was updated in this report.